Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/14/2016 with the following findings: investigation revealed the battery compartment was cracked and the battery cap had stripped threads. Evaluation also revealed a dim display with discolored text. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and the battery cap had stripped threads. Evaluation also revealed a dim display with discolored text. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 06/14/2016.